Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports doctor recommendation to stop treatment as she had issue with her initial alignment/occlusion issues, gum inflammation and the current unilateral open bite. The dentist evaluation revealed class 2 malocclusion with increased overjet and overbite, crowding in both arches and posterior open bite. Left tmj (temporomandibular joints) clicking and opening noted by the patient to have started recently. Current upper/lower aligner #8. Dental history includes grinding and clenching of teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.